Event description:
The event involved a 30 cm (12") add-on set w/4 check valves, vented cap where the customer reported when placing the chemotherapy bag (cyclophosphamide) on the 4-way tree, the chemo tree became disengaged from its location. This is the 2nd time that there has been a separation of the chemotherapy tree with this same reference and this same lot number. There was no blood loss considered clinically significant. The leak did not come into contact with the patient. The leak has been cleaned up according to facility protocol with no specific kit. The patient's condition before, during and after the incident was normal/correct. The patient received the full intended dose. The device was change out. There was patient involvement, however no report of patient harm. This captures 2 out of 2 occurrences.

Manufacturer narrative:
No product samples were returned for investigation, however, a photograph was returned showing and confirming one of the arms of a 011-h3394 add-on assembly separated at the bond between the female luer and the trifurcated adapter. This should be a bond that does not separate easily during use. The probable cause of the bond separation is typical of an insufficient bond during manual assembly. The device history review (DHR) for lot 13576158 was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint.